Manufacturer narrative:
(B)(4). (B)(4). Guide wire: bmw. Inflation: medtronic. Guide cath: 6f jl 3.5. Sheath: cordis. There was no reported product deficiency. The reported patient effect of dissection, as listed in the vision instructions for use (IFU), is a known adverse event associated with coronary stenting procedures. Dissections can be influenced by several factors including, but not limited to, lesion characteristics, procedural technique, and device size selection. It should be noted that the IFU states, implanting a stent may lead to dissection of the vessel distal and / or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). Although a conclusive cause for the reported dissection and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that the patient had a lesion in the distal left anterior descending artery. The lesion was stented directly with a vision 2.75 x 12. While stenting, a dissection occurred at the proximal edge of the stent. The dissection was treated with a vision 3.0 x 18. The procedure was completed successfully and patient is doing well. There was no delay in the procedure. Though requested, no additional information was provided.